Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Revised a right hip - meridian stem, trident hemi cup, ceramic liner and ceramic head due to loose cup. Revised to a competitor cup/liner and stryker cocr head. Rep confirmed there were no allegations against the revised head and liner, and that the stem was not revised.